Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Prior to the hospitalization, the customer stated he fell on his driveway and the insulin pump now has a partial display. The customer stated he was unable to read the display. Nothing further was reported.